Event description:
The pt's radial artery catheter was found to be leaking fluid at a crack where the catheter tip connects to the hub. The line was removed & a new line was placed. The line had been in place for 2 days. This is the 3rd such known incident to have occurred in the last 6 weeks. Please refer to medwatch report #34-0061-1995-0014.